Event description:
The customer reported approximately five (5) milliliters of blue fluid leaked from underneath the instrument during system startup involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer indicated quality control (qc) results correlated with previous values. Patient results were not impacted. There was no patient consequence. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) contacted the customer by telephone and the customer replaced the tubing with a pinhole through pinch valve pv42 and resolved the fluid leak issue. After replacing the tubing, the customer observed red blood cell (rbc) overflow system errors. The fse was on site and discovered the peltier controller card was wet causing it to not function consistently. The fse removed the peltier controller card, cleaned each connection and dried the card. The fse resolved the rbc overflow errors by resetting the sensor. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).